Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that the device was experiencing a problem of heat. It is unk if the device was used during surgery. It is unk if pt or user injury occurred. It is unk if delay or medical intervention occurred. There was no add'l info provided.